Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 64 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that two 28 mm aneurx cuffs were first placed at the time of implant in order to try to build an aortic neck, as there might have been virtually none; the bifurcated stent graft was then placed inside the aortic cuffs. At a routine follow-up on an unknown date, it was noted that the top of the aneurx bifurcated stent graft fabric was found to be 12 mm below the renals. The aortic neck is believed to have elongated to 12mm in length from having been nearly non-existent at the time of implant, rather than the bifurcated stent graft migrating distally. At the time of event, the aortic neck was 29 mm in diameter with 70-90 degree angulation. The aneurysm size at the time of migration is unknown. The migration was mainly attributed to the aortic neck elongation. No endoleak is present, and the patient is fine. An evar intervention with a medtronic or other stent graft will be performed at a later date.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: stent graft migration. Aortic neck elongation.